Event description:
Reportedly, a device interrogation was performed on 04 mar 2019 during a slow ventricular tachycardia, where no shock could be released by pressing the "charge & shock" button in the test egm tab. A warning message possibly related to telemetry error was displayed, although all the cpr3 green lights were visible. An external shock was delivered. Preliminary analysis confirmed the reported behavior and revealed that all attempts to deliver a manual shock on 04 mar 2019 failed due to communication errors.

Event description:
Reportedly, a device interrogation was performed on (B)(6) 2019 during a slow ventricular tachycardia, where no shock could be released by pressing the "charge & shock" button in the test egm tab. A warning message possibly related to telemetry error was displayed, although all the cpr3 green lights were visible. An external shock was delivered. Preliminary analysis confirmed the reported behavior and revealed that all attempts to deliver a manual shock on (B)(6) 2019 failed due to communication errors.